Event description:
The customer reported that the tube cover was broken. Also the dap (dose rate) and laser were out of service.

Manufacturer narrative:
(B) (4). The ge service rep replaced the x-ray tube cover with the dap and laser. The system operates as intended.